Manufacturer narrative:
Block b3 the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the report that the implant procedure occurred in (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed in (B)(6) 2023. Upon review of the computed tomography (CT) simulation images, the hydrogel appeared just under the prostate capsule and was in a circular pattern around the circumference of the prostate. CT and MRI imaging occurred. There was no evidence of rectal wall infiltration (rwi). The hydrogel moved up superiorly into the vascular spaces superior to the prostate. When the hydrogel was followed on the CT superiorly, it was determined it didn't move very far into the pelvic vessels. There was no evidence of embolism. The patient experienced a lot of urinary symptoms. The patient was on treatment for 70gy in 28 fractions of external beam radiation therapy and the plan was to continue treatment. The patient's outcome is unknown.